Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that when the nurse put the stent on the table it was observed to have been fractured at the tip.

Manufacturer narrative:
Received one used inlay stent with the original unit package. The reported issue is confirmed as cause unknown. During the visual evaluation, it was noted that the stent was broke at the bladder end. The broken section presented a clean cut. The stent was received out of its individual sealed polybag. The stent dimensions were found within specification. During the functional test, the guidewire slipped through the stent without difficulty. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use states the following: ¿avoid improper handling of stent such as bending, kinking, tearing, etc. Misuse could damage the overall integrity of the stent. Care should be exercised when removing the stent from the inner polybag to eliminate tearing or fragmentation" (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.